Event description:
Allegedly after the surgery, the surgeon found out the neck disassembled with the head on x-ray.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2013-01260. This event occurred in (B)(6).

Manufacturer narrative:
The complaint database was reviewed and analysis shows no trend for item/lot.

Manufacturer narrative:
The complaint database was reviewed and analysis shows no trend for item/lot.